Event description:
Customer ran dat testing on an expected dat positive sample immediately followed by an expected negative dat sample and the dat negative sample tested positive. Both were 3+ reaction strengths. Date sample available (B)(6), 2011, all samples show hemolysis, plasma coloured red.

Manufacturer narrative:
In general carry-over events cannot be excluded if applying instrumentation with a design layout, that is amongst others, also true for tango optimo. This matter is also displayed in its specifications. Despite coated needles as well as rinsing steps, such a phenomenon may occur in very rare cases, is usually based on a sample-specific reaction and can be caused by a high protein level in plasma (induced by severe sickness or application of drugs) or antibodies with a high titre. Since any specimen being conspicuous due to a (B)(6) results should undergo retesting and because any (B)(6) sample from a blood donor should be excluded from transfusion, no serious threat neither for pt nor user or device may arise due to a carry-over event. The correct function of the affected reagents were proved by testing the retention samples of our quality control laboratory in tango. All positive and negative reactions were correct. We did not observe any false (B)(6) reactions. According to the intended use of the also affected reagent solidscreen ii anti-d blend the test is used to test donor samples which have been tested negative with igm anti-d on erytype s on the tango. The customer tested rh(d) positive samples. Therefore, we cannot exclude a customer handling error. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lots.